Event description:
It was reported that the patient never had therapeutic effect. This resulted in an explant on (B)(6) 2015. The patient needed an MRI for an ms diagnosis and it was noted that the stimulator never worked so they wanted it removed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).